Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported separation was confirmed. The reported leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Reportedly, a 3.0 x 12 mm nc trek balloon dilatation catheter (bdc) was removed from the dispenser coil without issues and no damage was noted on the device. The bdc was advanced into the guide catheter; however, when the technician applied negative pressure, blood was noted in the indeflator. The bdc was removed and it was noted that the shaft had separated. The bdc was removed without issues or resistance. The procedure was successfully completed with a new nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.